Event description:
It was reported that the device was explanted and replaced due to an high capture threshold. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported high threshold was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the high threshold could not be determined.